Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 20:52:41. During night drain cycle two, the patient's ultrafiltration reading was 1500ml, indicating the home patient (hp) drained 1500ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass a caution: negative ultra-filtration alarm. There is also a warning that states "bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and results in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.